Event description:
A us distributor reported that a monitor will not power up.

Manufacturer narrative:
Device evaluation of monitor 0712954 has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the monitor displayed a service code 204 (belt/monitor unusable) and was unable to complete functional testing. The cause for the failure was shorted u1004 and u1005 components on the computer/analog board which caused thermal damage to r46 component. The root cause for the defective components could not be positively identified. No adverse event resulted from the damaged monitor.